Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files has been sent to technical support by customer. Logs shows that the battery failure alarms starts to trigger from (B)(6) 2017. There are no o2 cell related alarms or any dosing issue related alarms but no o2 cell calibration performed on this unit. Battery was hotter than 82°c replace with high priority. Battery replaced.

Event description:
The customer reported battery failure errors and oxygen cell depleted alarms while using the bellsavista 1000 neo unit. Patient involvement is unknown at this time.